Manufacturer narrative:
Initial and final (B)(4) device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detached from connector event occurred on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.